Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as >8.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however, the caller did not have patient information to request product back.